Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ delamination: unable observed delamination on the valve ¿ deflation: observed, opening device in the anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease observed in the device. ¿ white particles observed on the surface of the shell no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "valve delaminated from shell." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.